Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion of the guide wire into the patient's body, the user met with difficulty. As a result, the guide wire was removed and at that time was found kinked. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.